Manufacturer narrative:
(B)(4) date sent: 07/31/2025 d4: batch #381d50. Additional information was requested, and the following was obtained: 1. Please provide more details for "stapler lockout" ¿ the stapler locked out on the lung parenchyma. Manual override was used. 2. Did the device lock-out (no staples deployed and no cut line started)? Stapler fired but would not return the knife. 3. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Fully fired but would not return. 4. Or, did the device fully fire and stop during the automatic knife return? Yes 5. Was there any difficulty opening the device jaws? Yes 6. If yes, what steps were taken to open the jaws. Reverse knife button wasn¿t used, went straight to manual override. 7. If the jaws could not be opened, how was the device removed. Manual override 8. Could you please clarify if there were any patient consequences? Patient fine 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No change. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the joint cover damaged, with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. Upon visual inspection, the manual override door was noted to be missing; however, the bailout system was not activated. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed that one wing of the knife were broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 381d50, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower left wedge resection procedure, it was observed that the stapler locked out and would not open. The surgeon used manual override to open the stapler. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence nor surgical delay reported. No additional information provided.